Event description:
It was reported that the right atrial (ra) lead exhibited rising impedance. A lead alert was tripped for an impedance spike that ex ceeded the programmed impedance threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead, implanted 2008-(B)(6). (B)(4).